Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the oxygen sensor is a consumable accessory, which is a kind of electrochemical oxygen sensor. Its service life is generally one year, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the oxygen sensor is consumed, and the shorter the service life will be; vice versa. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn-out of the oxygen sensor are clearly described in the IFU. This event was due to the consumable oxygen sensor being expired and worn out, and could be solved by replacing the oxygen sensor. In summary, this event is unrelated to the quality of the product itself. Correction: the third-party maintenance personnel to replace the oxygen sensor. The fault was solved, and the machine has been normal in use. Reason for not taking control actions: 1. This event was due to a problem with the replacement of the consumable accessory, which was not related to the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The machine alarmed during start-up operation, and the machine was not connected to the patient; therefore, no injury was caused to the patient. Afterward, the machine was suspended from use. Similar problems can be always found through the inspection before patient connection. The machine will be suspended from use timely. The event is unlikely to cause injury and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the adverse event, and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: oxygen sensor failure during use.

Event description:
The following was reported to hamilton medical ag: summary: oxygen sensor failure during use.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the oxygen sensor is a consumable accessory, which is a kind of electrochemical oxygen sensor. Its service life is generally one year, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the oxygen sensor is consumed, and the shorter the service life will be; vice versa. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn-out of the oxygen sensor are clearly described in the IFU. This event was due to the consumable oxygen sensor being expired and worn out, and could be solved by replacing the oxygen sensor. In summary, this event is unrelated to the quality of the product itself. Correction: the third-party maintenance personnel to replace the oxygen sensor. The fault was solved, and the machine has been normal in use. Reason for not taking control actions: 1. This event was due to a problem with the replacement of the consumable accessory, which was not related to the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The machine alarmed during start-up operation, and the machine was not connected to the patient; therefore, no injury was caused to the patient. Afterward, the machine was suspended from use. Similar problems can be always found through the inspection before patient connection. The machine will be suspended from use timely. The event is unlikely to cause injury and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the adverse event, and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: summary: oxygen sensor failure during use.